Manufacturer narrative:
Without a lot number, the device history records review could not be completed. Additional information and the return of the device has been requested.

Event description:
It was reported that the m6-c was explanted due to osteolyis and a low-grade infection.

Manufacturer narrative:
A1: (B)(6). B4: (B)(6) 2021. D4: model number: 6mm medium long, catalog number: cdm-635l, serial number: (B)(6), lot number: 4449, expiration date: 04/30/2020. G1: mr. (B)(6). G3: (B)(6) 2021. G6: follow-up #1. H2: additional information, device evaluation. H3: yes. H4: (B)(6) 2015. H6: medical device problem code: 2682 - patient - device incompatibility. Type of investigation: 10 - testing of actual/suspected device, 3331 - analysis of production records. Investigation findings: 140 - wear problem. Investigation conclusions: 4315 - cause not established. H10: radiographic images showed reduced disc height and evidence of translation. The implant was intact as-received. A review of the lot history records for this device did not reveal any relevant non-conformances to device specification. No microbiology or pathology results were provided. This report is made by the manufacturer without prejudice and does not imply an admission of liability for the incident or its consequences. Limited information was provided; notably, no pre-operative, and post-operative, interim, or flexion/extension radiographs were provided. Without such information it is not possible to assess the potential role of patient conditions, m6-c placement, and surgical technique. As such, we are reporting this incident to err on the side of caution. Spinal kinetics' post-market surveillance procedures require multiple attempts to gain as much detailed information as possible regarding the reported event.